Event description:
The customer called reporting of two beckman coulter coulter lh 750 hematology analyzer which gave erroneous low platelet (plt) results without instrument generated messages on a patient sample. The customer believed that event has occurred for at least a month and 5 patient samples may be involved. The customer stated that they no longer have the patient reports for the other patients involved and data is not available. The customer performed the initial run on the lh 750 serial number (B)(4) and an erroneous low plt result of 125 was obtained. The erroneous results were reported out of the lab but the customer is unaware of any change to patient treatment. The customer noted that the results were believed to be erroneous because the physician questioned the results and a manual platelet estimate counts were performed; higher platelet counts were observed (184, 180 and 198) and no platelet clumps were visible on the slide. The same sample was rerun on a different lh750 instrument (serial number (B)(4)) and the same erroneous low plt result of 129 was obtained. This report is for the lh750 serial number (B)(4). Please see medwatch #1061932-2012-00900 for the report on the lh750 serial number (B)(4). Beckman coulter field service engineer (fse) noted that the plt results were lower than expected. Fse proceeded to perform latex voltage, voltage matching and flow rate procedures on the instrument. Repair was then verified per established procedures.